Event description:
Customer reports: pt with obstructive hydrocephalus. Had vp shunt replaced without complication. She was discharged three days later. Head CT without contrast was done one month after discharge showed interval worsening of hydrocephalus with new right frontal scalp csf collection and apparent discontinuity of the shunt at that site. Pt taken back to surgery eight days later. Fracture in valve causing disconnection was found. Valve explanted and new programmable valve re-implanted.

Manufacturer narrative:
The customer has confirmed that the device is not available for eval. Without the device, codman is unable to conduct a proper investigation. A lot number has been provided therefore a review of the device history records will be performed. We anticipate that the records will indicate that the product conformed to all mfg and testing specs. If anything otherwise is noted a follow up report will be filed. Trends will be monitored for this and or similar complaints. At the present time this complaint is consdered to be closed.